Manufacturer narrative:
The products are still implanted and unavailable for return. Therefore, an evaluation of the device performance was not possible. However, based on the information provided, it does not allege that the device has malfunctioned. The instructions for use that accompanies the product states that csf over-drainage may result in excessive reduction of csf pressure and predispose the development of a subdural hematoma or hygroma, and excessive reduction of ventricular size leading to obstruction because of impingement of the ventricular walls on the inlet holes in the catheter. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of MFR.

Event description:
It was reported to medtronic neurosurgery that a nph hydrocephalus patient was implanted with a strata ii valve and a csf-ventricular catheter, and developed a subdural hematoma. According to the report, the performance level was changed several times and the subdural hematoma grew. The physician alleges that the issue is related to the fact that 30 centimeters of distal catheter was cut to best address the patient's size.